Manufacturer narrative:
Block B3 Date of Event: The exact event onset date is unknown. The provided event date of June 29, 2023, was chosen as a best estimate based on the date of mesh implant.Block E1: This event was reported by the patient's legal representation. The implanting physician is:(b)(6). Block H6:The following IMDRF Patient Code capture the reportable event of:E2330 - pain.E1310 - urinary tract infection.E1309 - inability to urinate or fully empty her bladder.E1405 - dyspareunia.E1007 - constipation.E0206 - mental anguish.The following IMDRF Impact Code capture the reportable event of:F12 - patient had filed a legal claim for the personal injuries related to the device.

Event description:
It was reported to Boston Scientific Corporation that Solyx SIS System, Single was implanted into the patient during a procedure performed on (b)(6) 2023. Following the procedure, the patient experienced the following: further or worsening urinary problems, including but not limited to voiding dysfunction, bladder outlet obstruction, lower urinary tract infections, urge incontinence, ongoing further and worsening stress urinary incontinence, detrusor overactivity, bladder spasms, incomplete bladder emptying, urinary frequency, nocturia, chronic abdominal pain, pelvic pain, bladder pain, painful intercourse, bowel and pelvic floor dysfunction including chronic constipation, scarring, loss of enjoyment of life, and nerve damage.